Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted and currently had been in the upper 600 mg/dl level. Insulin injections were used to address the high bg level and had been lowered to 282 mg/dl. Tandem technical support had the customer perform a system check using the current supplies and the insulin appeared to be gel like. The customer had changed the supplies on the pump and no further occlusion alarms had been received.